Manufacturer narrative:
The dentist refused to provide the patient's ID, age, sex, and weight. Upon receiving the device involved in the MDR event from the dealer, (B)(6) conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used: a) (B)(6) examined the device history record and the repair history for the subject fx57 device [serial no. (B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) (B)(6) activated the handpiece to check the rotational resistance, vibration, and noise. (B)(6) did not observe any abnormalities during the test (see below). (B)(6) then disassembled the handpiece and performed a visual inspection of the internal parts. (B)(6) confirmed abrasion of the internal part and abrasive powder around the abraded part. Rotational resistance: 42ma. Vibration: 82db. Noise: 62db. C) (B)(6) I took photographs of all the disassembled parts and kept them in investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: a) (B)(6) identified that the cause of the end cap separation was due to abnormal vibration caused by the abraded internal part during use. B) failure to check the handpiece before use led to user ignorance of the abnormality in the handpiece, which caused the reported end cap separation. C) in order to prevent a recurrence of the part separation, (B)(6) took the following actions: c.1) (B)(6) reviewed the operation manual and reconfirmed clarity and understandability of the instructions. C.2) (B)(6) will report the above evaluation results to the dealer and direct the dealer to remind the user of the importance of checking of the handpiece prior to use to prevent the internal part separation as instructed in the operation manual.

Event description:
On (B)(6) 2020, an nsk fx57 handpiece was returned from a dealer to (B)(6) for repair. There was a note with the device stating that the end cap separated from the handpiece during a dental procedure. Upon receipt of the information, (B)(6) made a phone call to the dentist for further information about the event. The details (B)(6) obtained from the communication are as follows: the event occurred around (B)(6) 2020 (exact date is unknown). The dentist was polishing the surface of the patient's teeth using the fx57 handpiece with a rubber cup on. (Serial no. (B)(4)). The patient was not under anesthesia. During the procedure, the end cap separated from the handpiece and dropped in the patient's mouth. The dentist discontinued the procedure and took the end cap out of the patient's mouth with tweezers. No injury occurred to the patient. According to the dentist, there were abnormal noises observed coming from the device prior to use. But since the noises were solved after lubrication, the dentist initiated the procedure with the device.